Event description:
There was no patient involved in this event. Pad unit powers on without manual intervention.

Manufacturer narrative:
Information from the history log indicates the pad-pak was first installed successfully on the (B)(6) 2012 and the device performed to specification up to the (B)(6) 2014. Between the (B)(6) 2014 and the final history log entry, on the (B)(6) 2015 the device records multiple manual power ups, some of 10 minute duration. The user accessible memory had been erased prior to the (B)(6) 2015. The returned pad-pak was installed and the device passed a self-test. During the power cycle, some membrane instructional leds remained constantly illuminated. The device powered off with no warnings given and a green flashing status led. The returned sam 300p was tested on calibrated equipment, the test therapy was delivered and an acceptable measurement was recorded for the test shock. The device was disassembled for investigation. Investigation found the fault could have been caused by intermittent membrane failure and unseen debris within the j11 connector.